Event description:
While md attempted to pull g-tube, resistance was noted. G-tube then snapped and a piece was noted to be broken off. Pt taken to gi lab for endoscopy and removal of the internal bolster of the tube from the pt's gastric pouch. Pt recovered with no further problems.